Manufacturer narrative:
Investigation: the x7000 was powered up with standard light cable p/n 233-050-064, the bulb ignited while in standby mode. The cable projected a very low amount of light at the end of the cable with no scope attached. The temperature at the end of the cable while in standby was 76 deg.s(f), in run mode was 440 deg.s(f). The lumen output through the lightcable during run mode at 100% intensity was 450 at 272 bulb hours while in standby was only 5.8. Conclusion: while in standby mode the radiated heat from the lightcable is near room temperature and presents no risk to the patient. However, if inadvertently left in run mode with the intensity set to mid-high, there is risk if proper procedures are not followed. Root cause: could not duplicate customer complaint-no problem found. (Possible user related).

Event description:
It was reported by the endo technician that patient was involved with this lightsource and sustained a burn. The staff believe the lightsource was on standby at the time.